Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The battery involved was not returned to zoll medical corporation as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.